Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the cover of the bd ultra-fine¿ pro pen needles 32g x 4mm was not on the needle and was loose in packaging. The following information was provided by the initial reporter: the cap cover was found already fell out upon opening the box.

Event description:
It was reported that the cover of the bd ultra-fine¿ pro pen needles 32g x 4mm was not on the needle and was loose in packaging. The following information was provided by the initial reporter: the cap cover was found already fell out upon opening the box.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 16-aug-2022. H6: investigation summary five sealed and two open 32g x 4mm pen needles samples were returned from lot. No. 1237271, cat. No. 320566. Visual examination was carried out on the two open samples and a broken patient end of cannula was observed on one sample. No manufacturing related issues were observed. No issues were observed on the second open sample. Visual examination was also carried out on the five sealed samples and no issues were observed. A functionality test was also carried out on all seven samples as per q-sop-183-dl and ono issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.